Manufacturer narrative:
Bayer product analysis received and examined the returned syringe assembly. Visual examination identified that the plunger legs were splayed outwards and were not perpendicular with the plunger body as expected. This would have prevented proper piston/plunger engagement and resulted in the user being unable to refill the syringe. This anomaly would have required the user to replace the syringe during the procedure since the syringe could not be filled. The cause of the reported incident was determined to be a use error because the technician failed to disconnect the patient from the single-patient disposable set (spat) when replacing the syringe, resulting in the catastrophic air injection. The offer of additional clinical applications training was declined by the customer; however, they did confirm that refresher training would be provided for the user in this incident. The avanta operation manual provides detailed instructions to users on replacing the syringe during a procedure or after initial set-up. The operation manual clearly states that the user should always disconnect the patient from the spat prior to replacing the syringe, or if a system malfunction occurs. An additional warning in the operation manual also cautions the user that a patient injury can result if the patient is connected when the "engage plunger" button is pressed on the user interface. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The following information was reported to bayer. An 85-year-old female patient was undergoing a coronary angiogram for percutaneous transluminal coronary angioplasty (ptca) and stent placement while connected to an medrad® avanta fluid management injection system. During the procedure, the radiographer attempted to refill the syringe but was unable to do so. To continue with the procedure, the radiographer removed the syringe and replaced it with a new one but failed to disconnect the patient from the single-patient administration set (spat). With the patient still connected to the spat, the radiographer proceeded to prime the tubing during which time an undisclosed amount of air was injected, and the patient suffered cardiac arrest. Although cardiopulmonary resuscitation (CPR) was administered by the medical team, the patient could not be resuscitated. No autopsy was performed.

Manufacturer narrative:
A system service check of the avanta fluid management system serial number (B)(6) was completed on march 24, 2023, at which time the equipment was confirmed to be operating to specification. The avanta fluid management system operation manual cautions the user as follows: minimizing air embolization risks: 1. Warning: do not inject air · air embolism hazard: injury or death can result. · observe changes in fluidots® indicators, for medrad® syringes. · expel air from syringe/disposables. - read operation manual. 2. Do not connect a patient to the injector or attempt an injection until all air has been removed from the syringe and fluid path. 3. Expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient. Carefully read the instructions for loading and the use of fluidots® indicators (where applicable) to reduce the chance of air embolism. 4. Disconnect the patient from the avanta single-patient disposable set (spat) if a system malfunction occurs. 5. Verify that the fluid path is free of air before attempting an injection. The disposables that were in use during the event are being returned for a full evaluation. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.